Event description:
It was reported that following the implant procedure of this right ventricular (rv) lead, loss of capture was observed. The physician attempted to reposition the lead, but the loss of capture was still present. It was alleged that the rv lead had perforated the ventricle resulting in the loss of capture. The physician elected to explant and replace the rv lead to resolve the event and the patient was stable with no additional adverse consequences. The rv lead is expected for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that following the implant procedure of this right ventricular (rv) lead, loss of capture was observed. The physician attempted to reposition the lead, but the loss of capture was still present. It was alleged that the rv lead had perforated the ventricle resulting in the loss of capture. The physician elected to explant and replace the rv lead to resolve the event and the patient was stable with no additional adverse consequences. The rv lead was subsequently returned for analysis.